Event description:
It was reported that the implantable tachy lead exhibited high and increasing thresholds. There was also high and increasing impedance with a possible lead fracture. No actions were taken and the patient will return for follow up visit. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analyst commented, max ventricular pace impedance rises from 798 ohm the week ending (B)(4) 2013 to greater than 2200 ohm the week ending (B)(4) 2014.